Event description:
It was reported that a pt had the following procedures: low anterior resection, rigid sigmoidoscopy, rectoplexy, tah, birch, colpo suspension, bilateral paravaginal defect repair, and cytourethroscopy. The device was used during the low anterior resection without incident. Anastamosis reinforced with sutures. Leak test was negative. First post operative day gastrograph identified posterior anastamosis leak and free floating staples at anastamosis site. Pt returned to surgery third post operative day and ileostomy was created. Pt recovering well.